Event description:
The customer says there are several catheters that were not open at the tip, therefore unusable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Five photographic samples and 7 decontaminated samples were submitted for evaluation. The photos confirmed that the catheter eyelets were missing. The decontaminated samples did not have the perforation of the eyelets in the catheters; the reported condition was confirmed. A walk through of the manufacturing process was conducted and found that current process and controls were followed correctly, including subassemblies, finished product assembly, packaging, and product inspections. No conditions were found that could trigger the reported condition. The root cause would be that since the assembly process consists of manually placing the component in the machine cavity, it is possible that the operation has not been followed correctly. An awareness notification was issued to production personnel to heighten awareness of the reported condition with a quality alert. A change was made to the visual inspection level from reduced to a more rigorous inspection for the subassembly of this product.